Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a field data review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot 69139be00. A review of tracking and trending for the alinity I toxo igg assay (list number 07p45) did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any non-conformances or deviations with lot number 69139be00, and the complaint issue. The overall performance of the alinity I toxo igg reagent lot 69139be00 was reviewed using field data from customers worldwide. The median value for the complaint lot is within the established limits and comparable to the historical reagent lot performance. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 69139be00.

Event description:
The customer observed falsely elevated alinity I toxo igg result generated on the alinity I processing module for a pregnant patient, which was not consistent with other methods. The follow data were provided: patient 2: toxo igg = 34 iu/ml (generated with reagent lot# 69139be00), enzyme-linked fluorescent assay (elfa) = negative (< 0.01). Other results provided: toxo igm = nonreactive. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive, 1.6 to < 3.0 iu/ml = grayzone, >/= 3.0 iu/ml = reactive , there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number: 07p45-22 that has a similar product distributed in the us, list number: 07p45-40/-45, with 510k/PMA/bla number k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I toxo igg result generated on the alinity I am processing module for a pregnant patient, which was not consistent with other methods. The follow data were provided: patient (B)(6): toxo igg = 34 iu/ml (generated with reagent lot#: 69139be00). Enzyme-linked fluorescent assay (elfa) = negative (< 0.01). Other results provided: toxo igm = nonreactive. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive, 1.6 to < 3.0 iu/ml = grayzone, >/= 3.0 iu/ml = reactive. There was no impact to patient management reported.